Manufacturer narrative:
(B)(6). No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for atrial fibrillation and shortness of breath. Upon admission, the patient was defibrillated. The patient also developed a sustained supraventricular arrhythmia. On (B)(6) 2022, the patient underwent cardioversion therapy. The event was thought to have been caused by deteriorated cardiac function. An echocardiography was performed after treatment and confirmed improved right heart function. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (cardiac arrhythmia and right heart failure) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A contains the following information: section 1 lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.